Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. The battery longevity was less than expected. The ICD was removed and a new ICD was implanted. It was further reported that the left ventricular (lv) lead was capped due to high thresholds in the lv ring to right ventricular (rv) coil configuration. Other lv configurations were not possible due to phrenic stimulation by the lv tip electrode. A new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).